Event description:
It was reported that the ventilator's air gas module was contaminated with water/moisture. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. The issue was investigated further and it was found that the air gas module was damaged hence it was replaced. The replaced part was not returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).